Event description:
The clinician reports the implant was inserted (B)(6)2018 in ada 4 of the patient's mouth. Details of surgery: primary stability not achieved, implant surface not completely covered with bone, bone overheating and ridge augmentation. On (B)(6)2019, non-osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.